Manufacturer narrative:
The device records 12 manual power ups all on the (B)(6) 2015. A test pad-pak was inserted into the device. The device was successfully power cycled passing a self-test. No warnings were given at shutdown and the status led continued to flash green. The device immediately powered on after shutdown. This would confirm the reported fault. The device was disassembled for investigation. Investigation found the c161 component had become displaced from the pcb. Component c161 is part of the switch off circuitry which explains why the device was unable to switch off. Information from the memory log suggests this happened on the (B)(6) 2015. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.

Event description:
There was no patient involved in this event. Device will not switch off.